Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during use, the device experienced an occlusion alarm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Device logs and tending data were provided to technical support for evaluation. Device logs confirmed multiple occurrences of alarm 262 between (B)(6) 2025. A circuit test was performed during this period and passed successfully, suggesting the breathing circuit was intact at that time. Review of device logs found no indication of a device malfunction. The device completed all functional checks and passed preventive maintenance, last performed in september 2024. Correlation with device logs confirms alarms were physiological in nature. No abnormal device behavior was detected. In conclusion, the reported occlusion alarms are not indicative of device malfunction. The alarms are consistent with patient-related or circuit-related conditions, such as airway blockage or moisture accumulation, which the ventilator appropriately detected and alarmed. Based on the logs, the unit operated as intended.